Manufacturer narrative:
The liberty cycler was returned for eval; no nonconformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or nonconformities. Product labeling, material and process controls were found to be within specifications. The fmc pharmacovigilance physician concludes that the catheter exit site infection is unlikely related to the liberty cycler machine. The patient was treated with antibiotics and the pd catheter was removed. There were no reports of any fluid leaks. The patient is currently on hemodialysis. The patient was hospitalized for a fall which is not related to the machine. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 and (B)(6) 2013.

Event description:
The patient/user of the fmc dialysis device called tech support stating that she is in the hosp due to receiving alarms during treatments. She had to discontinue using the device leading to an incomplete inadequate therapy session. She also indicated she had an infection. During a follow up phone call the peritoneal dialysis rn (pdrn) stated that the patient was hospitalized after falling. The pdrn stated that she is aware of the patient's situation. The patient is doing hemodialysis and she does not believe the patient's problems are cycler related. The patient was discharged on hemodialysis with no plan to return to peritoneal dialysis at the time of the follow up conversation.